Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k)#: p100022/s014. Device evaluation: the zisv6-35-125-6.0-80-ptx device involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer, it is known that the complaint device was advanced over a non-hydrophilic, cook amplatz wire guide. The wire guide was used previously, to advance a balloon. The wire guide was wired between uses with a saline gauze. The device was flushed with heparinised saline prior to use. The device was in the patient anatomy for three minutes between advancement and the attempted removal. The patient anatomy was not severely calcified or tortuous. The complaint device was advanced through a destination sheath. No resistance was encountered when advancing the delivery system to the target location. There was a slight bend noted in the wire guide as a result of the attempted withdrawal. The target location was the adductor canal portion of the superficial femoral artery. The device related to this occurrence underwent a laboratory evaluation on the 22nd june 2017. On evaluation of the returned device, it was observed that the wire guide was stuck in the delivery system. The wire guide was removed, with no issues. The complaint device was flushed with no issues, and a small quantity of congealed blood was seen exiting the device. Evidence of congealed blood was observed on the wire guide. A kink was seen on the wire guide, at a point on the wire that was outside the delivery system. The original wire guide was passed through the device, but stopped at the kink. A new 0.035 diameter wire guide was advanced through the device, with no issues the customer complaint is confirmed as the wire guide was stuck inside the delivery system. Possible causes for this occurrence could include the congealed blood in the device lumen. The congealed blood could have bound the wire guide, causing or contributing to the physician being unable to withdraw the device over the wire guide. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. From the product instruction for use: following stent deployment, if resistance in met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide as a unit. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Summary: there is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The risk was determined to be low (category iii). Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR report is being submitted to include the investigation conclusions. This report forms part of a retrospective review of open complaints for a new malfunction precedence established for this device family. Contra-lateral femoral puncture. Stent deployed without incidence but unable to remove stent from delivery wire, therefore stent delivery system and wire removed together."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k)#: p100022/s014 the investigation into this event is still ongoing. A follow up report will be submitted with the investigation conclusions.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence established for this device family. Contra-lateral femoral puncture. Stent deployed without incidence but unable to remove stent from delivery wire, therefore stent delivery system and wire removed together."